Manufacturer narrative:
After an extensive investigation by quality, it has been determined that this is an isolated supplier incident. It was found that the posterior undercut was not finished to the required profile/position because the machine tool broke. The product was not properly identified as discrepant by the supplier, subsequently allowing the product to proceed through the process. The supplier has been notified and issued a corrective action request to identify and address gaps in their processes.

Event description:
It has been reported that surgery time was extended beyond 30 minutes.